Event description:
The patient reported she fell down her stairs and hit her ipg area. Since the fall she can no longer feel her ipg site. The patient stated when she fell the ipg moved deeper into the pocket. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.